Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer was assisted by a school nurse who administrated a manual correction injection to customer to address elevated bg. Customer pressed the wake button multiple times and the wake button performed as intended.